Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evlaution. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. A replacement bridge board was sent for the repair as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.